Event description:
It was reported that an x-ray shows the atrial pin is pulled back a bit in the header of the device. The atrial lead has poor sensing, as there is intermittent undersensing, and high thresholds. No intervention has taken place and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 507652 implantable pacing lead - implanted (B)(6) 2005; 503da20 mechanical valve - implanted (B)(6) 2005. (B)(4).